Event description:
The mother reported via phone call that the insulin pump had a bolus anomaly. It was found a bolus would be missing from the bolus history. The mother also reported the active insulin was shown longer than two hours as programmed on the insulin pump. It was also found the customer does enter their blood glucose when using the bolus wizard, causing the discrepancy with their active insulin. Customer's blood glucose was unknown. The insulin pump was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.